Event description:
Information was received indicating that during use of a smiths medical cadd legacy pump with a pulmonary hypertension patient, an alarm went off. Subsequently, the pump was changed. No patient consequences were reported. No adverse effects were reported.